Event description:
The scrub nurse was loading the exeter stem on to the stem introducer and the spigot protector broke. Another device was immediately available and the case was completed as originally planned without any delays or medical intervention.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.